Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting the screw, the tip of the screwdriver broke off. The patient had instrumentation in the spine from before (several years), and they removed old instrumentation, and while inserting a new screw in the pedicle, the tip broke. Dr (B)(6) was placing the screw, and dr (B)(6) was assisting him.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found the driver's distal tip fractured. The second half of the tip was not provided. Device was then sent for fracture analysis which suggests the driver underwent a quasi-static overload. No material defects or other abnormalities were observed in this analysis. Hardness tested found device was within specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.